Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4076 implantable pacing lead: (B)(6) 2006. 6948 implantable defib lead: (B)(6) 2006. (B)(4).

Event description:
It was reported that a patient was admitted to the hospital after syncopating. The device was interrogated and it showed that a true ventricular fibrillation (vf) episode was stopped by the first defibrillation therapy. After this event, the left ventricular (lv) lead impedance had increased. The lv lead remains in use and a revision has been planned. No further patient complications have been reported as a result of this event.